Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported severe cough and sore throat. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage, in section d.9. Device was not available for evaluation. After review, it was determined no permanent damage was reported and this was incorrectly marked in section b.2, address was updated in section e1, device was available for evaluation in section d.9. Phone no was added in section e1, consumer and foreign was marked in section g.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly . This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.